Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right-sided patellofemoral joint implant procedure on an unknown time. The patient experienced persistent pain localized to the patella and reported ongoing dissatisfaction with the implant outcome. Approximately five years after implantation, the patient underwent removal of the right-sided implant and revision to a total knee replacement using an alternative zimmer biomet product. The left-sided implant remains in situ. Attempts have been made and no further information has been provided.